Event description:
It was reported that the patient's ipg reached end of life. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted and replaced and therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated. It was reported to abbott, a patients¿ ipg had reached end of life 3 weeks earlier. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.